Manufacturer narrative:
Additional information was received indicating there was no patient involvement. (Updated h6) device evaluation: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed and occurence of "check syringe plunger sensor." Functional testing involved running the pump through the power up process. The investigation found that "check syringe plunger sensor" was found at power up only when the plunger assembly was pushed all the way in. The investigation determined that the flippers touching the top of the ear clip when the plunger assembly was pushed all the way in was causing the alarm. The reported issue is design related. The left plunger case was replaced.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited syringe plunger sensor error. No adverse effects were reported.